Manufacturer narrative:
The reported low impedance was confirmed. Visual inspection of the extension showed a single set screw mark on electrode #9 when there should have been a pair. This indicated the terminal end of the extension was not fully inserted into the header of the ipg. This could have caused unintentional shorting of electrodes causing low impedance. The was also instrumentation damage on the lead body causing the internal wires to be broken, exposed and breaching the outer tubing. Continuity testing showed channels 6,7 and 8 were electrically open due to the broken wires. Due to the small amount of discoloration in the lead body and no reported high impedance prior to explant these anomalies are consistent with explant damage. The root cause of the issue could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-48741. It was reported the patients leads displayed low impedance. Surgical intervention was undertaken to address the issue. During the procedure it was noted one of the patients leads was fractured and the other bent. The extensions were explanted and replaced. Surgical intervention addressed the issue.